Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient started seeing the settings not available message on their controller when they tried increasing the intensity from 1.6. To clear the messages, they were having to reset the controller constantly. They also saw a call the manufacturer message, but they could not recall the details displayed on that screen. The patient did confirm that they were able to charge the ins using the controller. The patient reported they only had one group to work with. No symptoms were reported. The patient requested a replacement controller, so a replacement was sent to the patient on (B)(6) of 2020 because the patient could not adjust their settings. On (B)(6) 2020, the patient met with a rep. High impedances were found on contacts 4 and 7 (>40,000 ohms). The rep programmed around the high impedances and reported the issue was resolved. No further complications were reported or anticipated.